Manufacturer narrative:
Upon follow up on 03/14/2018, it was reported that the customer was released from the hospital on (B)(6) 2018. When discharged, the customer was not on the pump and was on manual injections for insulin therapy. Reportedly, the customer's bg decreased to 17 mg/dl because her body was not used to the amount of insulin received through manual injections. The low bg was not related to the pump or supplies. Due to the low bg, the customer was readmitted to the hospital. The customer would continue using manual injections for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level 840 mg/dl and went to the emergency room (ER). Reportedly, the cause of the high bg was unknown. While in the ER, the customer was treated with an insulin drip. After being in the ER for a few hours, the customer was admitted to the critical care unit (ccu). The doctors alleged that the pump was the cause of the high bg; it was reported that the customer was not using the pump on (B)(6) 2018 and then resumed insulin therapy on (B)(6) 2018. On (B)(6) 2018, customer's bg level increased to over 600 mg/dl. The customer was treated with an insulin drip in the ccu and bg levels went down. At the time of the report, the customer was still in the hospital. Upon follow up, tandem technical support performed a system check and it was determined that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer disconnected from the tubing and reported there was barely any insulin exiting the cartridge pigtail. The customer changed the cartridge and infusion set, however, insulin drops were still not exiting the cartridge pigtail.